Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No conclusion could be drawn, no product was received for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history eval was performed. The investigation of the complaint articles has shown that: the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service evaluation was completed: the reported issue could not be reproduced by the service center. No failure was identified. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as modification. The device has been serviced and functional testing has been performed in accordance with the service manual. The device was returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw attachment does not function when mounted to the device. This report is 1 of 1 for (B)(4).